Event description:
It is reported that a customer states an insulin pump is broken. The pt's blood glucose level was unk. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further info was provided.

Manufacturer narrative:
Findings: pump was received with unresponsive buttons due to corroded keypad traces. No numbers flashing up noted. Unable to perform functional testing or communicate with blood glucose meter due to unresponsive buttons. Unit had cracked display window corner, cracked battery tube threads and cracked belt clip slot at battery tube threads area.